Event description:
It was reported by the rep that when (1) prr35 skin stapler was used after a laparoscopic cholecystectomy the staples did not clamp down and would not hold. Another device was used to complete the case with no consequence to the patient.